Event description:
Related manufacturing report number: 2017865-2023-19276. During an in clinic follow up, noise which resulted in oversensing on the right ventricular (rv) lead and the right atrial (ra) lead. Additionally, there was episodes of inappropriate automatic mode switch were observed on the ra lead. The suspected cause of the event was due to contact between the rv and ra lead, however this was not confirmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.